Event description:
It was reported that the head of the implant is damaged. Impossible to assemble driver. Procedure was completed with other item.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite tapered certain implant 3.25 x 10mm (xifnt3210) was returned for investigation. Visual evaluation of the as returned product identified bone/blood residue around the external/internal threads due to usage. Additionally, the internal drive feature was damaged. Functional testing was not performed due to the nature of the device and event. Device history record (DHR) review for the lot (2021040555) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021040555) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.